Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer is stating that the power switch has failed to enable alarm horn.